Event description:
The customer's wife called to report high blood glucose levels and no delivery alarms. Troubleshooting was performed, and the insulin pump was able to deliver without any alarms. The customer's blood glucose levels went as high as 534 mg/dl. The customer changed the infusion set multiple times, but continued getting the alarms, as well as having high blood glucose levels. The wife called her husband's health care professional, and she was instructed to take the customer to the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.